Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection confirmed a wrench tip was broken off in the setscrew. Additionally, the setscrew was verified to be in the fully loosened position. The wrench tip could not be removed from the setscrew so no further analysis could be completed. The setscrew on the s-ICD device is designed to be loosened and tightened with a model 6942 wrench. Wrenches of other model numbers may exert different amounts of force and, as appears to have occurred in this instance, result in damage to the setscrew or to the wrench itself. Evidence indicates that the setscrew was loosened during the explant procedure; however, it cannot be determined when it became loosened or why the difficulty loosening it was initially experienced.

Event description:
It was reported that during a normal device changeout procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a stuck setscrew. The setscrew could not be loosened with the model 6942 wrench packaged with the replacement s-ICD. A new wrench, model 6628, was opened and attempted. During attempts to loosen the setscrew with the model 6628, the tip of the wrench broke off in the setscrew. Although the setscrew did not appear to have been loosened, the lead terminal pin was able to be removed from the port with minimal traction. The s-ICD was explanted and returned to boston scientific for analysis. No adverse patient effects were reported.